Manufacturer narrative:
Returned device was received in decent physical condition but the drain fitting was corroded and there were small cracks in the tank cover. During the evaluation of the device, the reported issue could not be replicated. No leaking was found. The drain fitting and tank cover was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking. There were no reported adverse events.

Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.